Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the catheter tip separated in the patient's peripheral artery during a percutaneous transluminal angioplasty procedure. The catheter tip was successfully retrieved with a snare.

Manufacturer narrative:
The suspect device was not returned for evaluation. Photographs were provided and evaluated. The complaint is confirmed. The root cause is suspected to be significant force applied to the fusezone junction prior to the catheter tip tubing pulling apart from the remainder of the device. The device history record was reviewed and no exception documents were found. The complaint data base was reviewed and no similar complaints for the lot number were found.